Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a critical pump error alarm after customer went swimming, customer also reported physical damage on the insulin pump in the form of crack. Customer reported that they were unable to clear the critical pump error after pump reset. No harm requiring medical intervention was reported. Replacement pump has been sent. Insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify pump error 24 alarm and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly.